Event description:
Customer is claiming that the bristles comes off the product. The bristles fell off after 2 uses, and he had another brush that he used several times that had the bristles fell out. Fifty percent of the bristles were gone after he used it. He quit using the brushes after using 2 brushes.